Event description:
It was reported that a hydroview intraocular lens has been explanted due to opacification. The lot and serial number were not provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0. Add'l info was requested but has not been rec'd to date.

Manufacturer narrative:
The lens is not available to be returned to bausch + lomb. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. Hydroview iol was discontinued and is no longer mfg by b+l.